Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed battery out limit. The device was also damaged: the screen was cracked, the reservoir window had a crack, and the battery loading slot was cracked. No further details were provided. The insulin pump was returned and replaced.

Manufacturer narrative:
The pump was received with a blank display and a constant tone after the battery was inserted due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. Unable to verify the battery out limit alarm or perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or the operating current tests due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube treads and a broken battery cap near the slot. No cracked display window or reservoir tube window noted.